Event description:
The ventilator was evaluated by a third party service center. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).